Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated cartridge leaks, stating the pump was puncturing the bottoms of multiple cartridges, with nine affected cartridges retained. Symptoms included no reported changes in blood glucose. Outcomes included no reported clinical impact. Investigation included internal review and coordination for device and supply replacement. Investigation of this case revealed a suspected mechanical interaction between the pump and the cartridge leading to cartridge damage and leakage. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further assessment.